Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use. It was reported that a hole in the sterile packaging was noted. The issue was noted upon opening the package. The device was disposed. No further information was provided. The procedure outcome was not disclosed. No patient complications were reported.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use. It was reported that a hole in the sterile packaging was noted. The issue was noted upon opening the package. The device was disposed. No further information was provided. The procedure outcome was not disclosed. No patient complications were reported. It was further reported that the device was replaced in order to perform the procedure. It was further reported that the hole found was on the sterile package, about one cm in diameter and was on the clear side of the pouch.

Manufacturer narrative:
Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that the event of package damage (devices not damaged, only packaging visibly damaged) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, and since the device did not return for analysis, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event; therefore cause not established was selected. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem, and impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use. It was reported that a hole in the sterile packaging was noted. The issue was noted upon opening the package. The device was disposed. No further information was provided. The procedure outcome was not disclosed. No patient complications were reported. It was further reported that the device was replaced in order to perform the procedure.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use. It was reported that a hole in the sterile packaging was noted. The issue was noted upon opening the package. The device was disposed. No further information was provided. The procedure outcome was not disclosed. No patient complications were reported. It was further reported that the device was replaced in order to perform the procedure. It was further reported that the hole found was on the sterile package, about one cm in diameter and was on the clear side of the pouch.